Event description:
A malfunction was reported by the customer. There was no adverse impact to the customer's blood glucose level. Customer support provided information on how to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump.